Event description:
The manufacturer received information alleging a ventilator was alarming and it turns off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's tubing system board, 3 way solenoid valve, proportional valve were replaced to address the issues. In addition of the above evaluation, display interface board cable needs to be replaced due to mechanical damage.